Event description:
The target lesion was a bifurcation of the proximal left anterior descending (lad) and the first diagonal. The main branch of the proximal lad was predilated with a 3.0x20 balloon at 12 atm. A 3.5x28mm cypher select was implanted. There was no postdilation, final percentage stenosis was 13% and timi was iii. The first diagonal was predilated with a 2.0x20mm balloon at 12 atm, at which point a dissection occurred requiring stent implant. A cypher select stent was going to be used to treat the dissection but was unable to cross the lesion. A second predilation with a non cordis balloon caused a perforation which was covered by a ptfe stent in the proximal lad with total isolation of the first diagonal. No cypher stent was implanted in the diagonal. The patient suffered a non q-wave myocardial infarction which was target vessel related during the procedure. At the end of the procedure, the first diagonal had a percentage stenosis of 100% and timi was 0.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.